Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due a loose and protruded drive support disk. No alarm was noted for the loose drive support disk. The insulin pump had minor scratches on the display window, a cracked case near the display window corner, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during prime. Blood glucose value is 189 mg/dl. It was stated that the piston continue to move forward after reservoir contact and insulin squired out. It was reported that no numbers appeared on screen and no beeps heard. Customer tried with different sets and was unable to prime. No damage of the drive support cap noted. Nothing further reported.